Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states the dealer the left front castor will not stay in place due to the castor housing was stripped, part of the leg.